Event description:
The customer reported via phone call that using a sensor caused his body to break out with a rash. Customer also reported that he had a blood glucose level of 500 mg/dl that may have been due to a bent cannula. The customer declined troubleshooting and will not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.